Event description:
It is reported that there was "rising impedance trend" but no clincial issues are noted in short interval count and non sustained tachycardia log. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the ventricular pace impedance measurement was in the 300 - 500 ohm range until the week ending (B)(6) 2009 when the values began to increase. The last min/max reading of the record was 2187/2368 ohms for the week ending (B)(6) 2010.